Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) general hospital. H.6. Investigation summary: material #: 36488000 lot/batch #: 3201108 bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing case label. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to using bd vacutainer® blood transfer device holder with female luer adapter, it was noticed that 4 boxes arrived without a product label and barcode label affixed. No patient impact reported.